Event description:
It was reported via repair work order that the bed would not lower all the way down due to lift potentiometer being out of limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.